Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high pacing impedances on the right atrial (ra) lead however, impedances were within normal range. Technical services discussed possible causes and recommended to continue to monitor. It was noted the patient is in chronic atrial fibrillation (af) so the ra lead does not pace. At this time, the crt-d and non- boston scientific ra lead remains in service. No adverse patient effects were reported.